Event description:
A report was received that the patient's leads were explanted. The patient had redness, pain, inflammation and sensitivity at the lead site. The patient had removed the bandages, washed and applied medipore tape to the lead site. There was no sign of infection, but the physician prescribed oral antibiotics to the patient as a precaution. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's leads were explanted. The patient had redness, pain, inflammation and sensitivity at the lead site. The patient had removed the bandages, washed and applied medipore tape to the lead site. There was no sign of infection, but the physician prescribed oral antibiotics to the patient as a precaution. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the physician is unable to determine if the symptoms were device or procedure related, however, it was reported that the patient applied the medipore tape before the symptoms began. The symptoms have resolved and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50e, serial: (B)(4), description: trial linear st lead, 50cm explanted devices will not be returned to bsn as it was discarded by medical facility.